Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was having increase ipg charging burden. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having increase ipg charging burden. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having increase ipg charging burden. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.